Event description:
It was reported that an occlusion alarm occurred. Tandem technical support walked customer through loading the same supplies and the customer successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.